Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during uphold vaginal vault suspension procedure on (B)(6) 2017. According to the complainant, after the procedure, when the patient was seen on (B)(6) 2017, the physician noted vaginal mesh and suture exposure. The patient was prescribed estrace cream and will be reexamined in a month. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.